Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) and required frequent charging sessions, lasting several hours each day. Additionally, the patient repeatedly felt a loss of stimulation and perceived increased preexisting pain when the stimulation was on and off. Therefore, the patient underwent an ipg revision procedure where the ipg was repositioned more superficially in the gluteal pocket to aid in charging. Postoperatively, the patient was doing well; however, the charging issue did not resolve.

Manufacturer narrative:
Correction to the initial MDR in block g2- other. Based on limited information in the absence of the device return, boston scientific concludes that the root cause of difficulty charging the ipg was unable to be established and unable to exclude a device problem. The device has not been returned as the ipg remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review for the ipg did not reveal any anomalies. The instructions for use (IFU) states that system failure, can occur at any time due to random failure/s of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Additionally, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). A risk review of the precision montage MRI ipg sterile kit hazard analysis was completed and confirmed that the event of difficulty charging was defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit for the product. This ipg has not been returned as the device remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. The record review revealed no additional information related to the complaint. Therefore, based on limited information and in the absence of device return, the root cause of the difficulty charging and loss of stimulation was unable to be established. Without a physical evaluation, the possibility of a device related issue cannot be excluded. Additionally, a labelling review found that the reported loss of stimulation and perceived increase of preexisting pain are known risks of implanting a pulse generator as part of a system to deliver scs.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) and required frequent charging sessions, lasting several hours each day. Additionally, the patient repeatedly felt a loss of stimulation and perceived increased preexisting pain when the stimulation was on and off. Therefore, the patient underwent an ipg revision procedure where the ipg was repositioned more superficially in the gluteal pocket to aid in charging. Postoperatively, the patient was doing well; however, the charging issue did not resolve.